Event description:
It was reported that during an ablation procedure, a tamponade occurred. It was noted the catheter had a slight bend when removed from the pt. The physician was moving the catheter inside the atrium close to the left appendage when the perforation was noted. An echo cardiogram was conducted and the physician observed a pericardial effusion. A pericardiocentesis was performed. The pt felt faint after the procedure, but was stable.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.